Event description:
The patient was undergoing a coil embolization using a pod5. While deploying a pod5, a small portion of the pod5 remained in the microcatheter and would not advance into the aneurysm. When the physician attempted to retract the pod5 into the microcatheter, it unintentionally detached. The remaining portion of the pod5 that would not advance into the aneurysm was left outside the aneurysm, protruding into the parent vessel. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was implanted in the patient and was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4)